Event description:
The manufacturer has been informed about a voluntary field safety notice/recall regarding the sound abatement foam in specific CPAP, bipap, and mechanical ventilator devices. The patient has reported allegedly experiencing nose irritation, skin irritation, respiratory tract irritation, kidney disease/toxicity, cancer and kidney cancer, liver disease, toxicity, and other unspecified issues. According to the complaint, the affected patient has undergone two sinus procedures, but no specific medical intervention was mentioned. This information was relayed to the manufacturer through the customer's legal representative. Due to potential legal implications related to this case, further investigation or follow-up cannot be pursued. If any additional information becomes available, a follow-up report will be provided.